Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 550cc, catalog number 3507550bc, serial number (B)(4), lot number 5563888. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation with gel mentor memorygel breast implants 550cc and experienced bilateral rupture. The rupture was observed during implant exchange and mastopexy. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 400cc, catalog number 3504001bc, serial number (B)(4), lot number 7491542 on the left breast implant and with gel mentor memorygel breast implant 400cc, catalog number 3504001bc, serial number (B)(4), lot number 7503540 on the right breast implant on (B)(6) 2018. This medwatch report is for the right breast implant.

Manufacturer narrative:
On 06/06/2018, it was reported to mentor that the device history record (DHR) of lot number 5563888 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/19/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. White and brown material was observed within the device. Gel was observed on the shell surface. During examination, product evaluation team observed a rent measuring approximately 8.4 cm on the anterior aspect and extending to the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of white and brown material observed in the device. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/27/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/27/18, it was reported to mentor that both breast implants have ruptured within the capsule and that was discovered during surgery. Manufacturer¿s reference number: (B)(4).